Event description:
This report summarizes three malfunctions a review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device or device component and patient device interaction problem. This information was received from various sources. All three malfunction involved patients with no patient consequences. The three patients ranged from (B)(6) years of age and weight was not provided for all three patients. Of the reported patients, one was male and two were female.